Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a dosing stops soon alert on the ilet while in bg run mode and experienced a sensor pairing failed event with a dexcom g7, preventing continued automated dosing when bg run mode time was expiring. Symptoms included no reported adverse physiological effects. Outcomes included user-performed troubleshooting and education, including instructions to forget old sensor connections in bluetooth settings and to pair a new sensor, with a plan to contact the cgm manufacturer for sensor replacements. Investigation included technical support review of alert history and user guidance. Investigation of this case revealed that the alert sequence and failed pairing were consistent with communication or setup issues between the cgm and the pump. It was concluded that the event was attributable to a sensor-to-pump pairing failure without injury and resolved through user education and corrective setup steps.